Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrilation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the with hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium looked to be displaced. The issue was noticed before placed the device into the patient¿s body. The sheath was replaced, and the issue resolved. The case continued without any further incident. No patient consequences were reported. Device evaluation details: the device evaluation has been completed. A visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Additionally, the customer had also provided a picture to aid in the investigation. According to picture provided by customer, the hemostatic valve vas observed folded inside the hub. The customer complaint was also confirmed from the picture provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9/8/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 9/10/2020 and it was found that the hemostatic valve is dislodged inside the hub of the device. This finding was reviewed and determined that it continues to be deemed MDR reportable. This is consistent with the customer¿s reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrilation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during the cardiac ablation procedure, when ablating with the thermocool® smart touch® sf bi-directional navigation catheter, high force reading was registered on the smartablate generator. The physician was instructed to move the catheter location to re-zero the catheter, but the issue persisted. Error 106 (high force) was then displayed. The catheter was replaced, and the issue resolved. The reported force issues are not considered to be MDR reportable since they are highly detectable by the user when occurring. The most likely consequence would be an intraprocedural delay. The potential risk that it could cause or contribute to a death or serious injury is remote. It was also reported that the with hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium looked to be displaced. The issue was noticed before placed the device into the patient¿s body. The sheath was replaced, and the issue resolved. The case continued without any further incident. No patient consequences were reported.